Event description:
It was reported that the customer passed away. It was also reported that the customer was wearing the insulin pump at the time of death and the cause of her death was cardiac arrest. It was also reported that the customer's blood glucose at the time was 1200 mg/dl and the reservoir was full of insulin. The customer's daughter stated that the device is not her possession and it will be returned when she can locate the insulin pump. Several attempts to have the device returned was conducted without any results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.